Manufacturer narrative:
Continuation of d10: product ID ddpa2d4 (rsm641176s); product type: 0235-ICD; implant date (B)(6) 2024. Product ID 407652 (bbl058629g); product type: 0270-lead-lv-pace; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post-implant, the patient experienced a pocket infection. The surgical pocket was cleaned and antibiotics were administered. The implantable cardioverter defibrillator (ICD) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.